Event description:
It was reported that the patient's caregiver that the patient was experiencing an increase in seizures. The mother was unsure if the battery was completely depleted. No data was available in order to perform a battery life estimation. No other relevant information has been received to date.